Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached error. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a lifted dso seal, and a scratched lcd lens. A 'cassette not attached' high alarm that was silenced revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.